Event description:
It was reported that status post uneventful placement of the realize band for morbid obesity, pt presented with an onset of epigastric pain, vomiting, and fever and was found on cat scan and upper gi to have air around the band system with what appeared to be a microperforation with extravasation of contrast around the band. The band and port were explanted. The culture revealed a candidal species. The pt was treated with antibiotics and wound care was provided. The pt has been discharged home.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.